Manufacturer narrative:
.This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Three photographs were provided by the facility for evaluation. The photos were evaluated and of the three photos one shows a pump with the alarm "danger of free flow -clamp IV line" it is difficult to determine what caused this alarm without having the physical sample to perform a test on. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: interrupted due to subsequent false air in line alarms. No chemo exposure because did not prime line but drug lost and final amount not delivered to patient as well as delays to therapy that should be given over a set time. Tubing sets with free flow protection clamp in wrong place and kinked tubing as well as phantom air in line alarms. No injury reported.